Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the patient experienced phrenic nerve stimulation approximately 20 minutes post implant of the left ventricular lead. The lead was replaced.